Manufacturer narrative:
The device was available for evaluation. The locking cap was returned with the set screw in the fully loosened position as it is originally supplied per the drawing. Significant torque was required to "break" the set screw free to thread it clockwise indicating excessive torque may have been applied in the counter-clockwise direction. Once the initial torque was overcome, the set screw threaded clockwise with some resistance. Once loosened, it was found that the bottom shoulder of the set screw that retains it into the locking cap body was deformed downward, further indicating that excessive torque was applied in the counter-clockwise direction. This deformation caused the binding of the set screw in the locking cap body. The locking cap body looked to be in good condition showing normal signs of use. This risk is documented and within expected parameters, and will continue to be monitored. No further determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a revere locking cap due to a screw sticking out. This event occurred in germany.

Manufacturer narrative:
The part is not available for evaluation at this time. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a revere locking cap due to a screw sticking out. This event occurred in germany.